Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot: 232476589); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mmedtronic received a report that a pipeline flex with shield technology stent (ped2) distal end failed to open. The patient was undergoing dense mesh flow diversion surgery for treatment of a ruptured, saccular, posterior communicating segment of the left internal carotid artery aneurysm with a max diameter of 5.36 mm and a 4.27 mm neck diameter. The landing zone arterial diameter was 3.21 mm distally and 3.78 mm proximally. It was noted the patient's vessel tortuosity was minimal. Femoral artery access vessel diameter was 3.91 mm. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as 190. The angiographic result post procedure was reported as normal. A jiaqi 6f 115 intermediate catheter and phenom 27 were advanced to the m2 segment of the middle cerebral artery under the guidance of a 0.014 neuro guidewire. The ped2 flow-diverting stent was delivered through the phenom 27, advancing the distal end of the stent to m2. By stabilizing the delivery wire and retracting the phenom 27, approximately 5 mm of the tip end of the stent was deployed; however, the tip end did not open. Further deployment was attempted, but the stent still failed to open. The stent was completely retrieved and the tip end was redeployed. The issue persisted. Repeated expansion and contraction maneuvers were performed, but the tip end of the stent still failed to open properly. The tip end of the stent was then withdrawn back into the internal carotid artery, but opening remained inadequate. The stent and microcatheter were therefore withdrawn from the body and replaced with a new stent, and the procedure was successfully completed. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label).